Event description:
Customer reported a high blood glucose level that led to an emergency room visit and subsequent hospitalization on (B)(6) 2023. The highest recorded glucose level was 560 mg/dl, and ketones were present but not deemed dangerous by healthcare professionals. Treatment with saline and insulin was successful without causing injury or permanent damage. Though still hospitalized and pending a release date, customer agreed to a supplies/system check as instructed by technical support, ensuring site and connections were functioning properly without any identified issues. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.